Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s ilet was not displaying glucose values when using a dexcom g7, consistent with a pairing failure between the cgm and the ilet; the customer performed a manual blood glucose test of 229 mg/dl, which was entered into the device, and was guided to toggle g6/g7 settings and reenter the four-digit g7 pairing code, with education provided that pairing could take 15¿30 minutes. Symptoms included hyperglycemia. Outcomes included temporary loss of cgm-driven automation requiring manual glucose entry and user-directed troubleshooting. Investigation included guided troubleshooting, device setting verification, and re-pairing attempts. Investigation of this case revealed a communication or pairing issue between the dexcom g7 and the ilet without evidence of device damage or malfunction beyond connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user setup or connectivity-related pairing failure.